Event description:
The customer reported that there was no audio from the patient information center ix (pic ix) central station. The device was in use on a patient. There was no report of patient or user harm.